Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer reported not having alternative insulin therapy; however, customer declined any further assistance or follow up from tandem technical support. There was no reported adverse impact to the customer's blood glucose.